Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was made aware of level sense errors that intermittently occurred during testing and that neither sample had process error flags. Quality control (qc) result data was reviewed and within the laboratory range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and resolved intermittent level errors observed by the customer. The cse collected the instrument data for the headquarter support center (hsc) to investigate. The hsc investigation determined that clot check data showed an atypical aspiration pattern. The potential cause is related to a sample probe alignment issue or a sample handling issue that involves bubbles in the sample cups or underfilled sample cups. The customer has not reported a recurrence, and this is considered an isolated event. The instrument is working as specified. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed thyroid stimulating hormone (tsh) results were obtained for two patient samples on a dimension exl with lm system. The discordant results were reported and questioned by the physician(s). The customer used the same samples and instrument to perform repeat testing. The results were higher, and a corrected report was issued. The customer stated that repeat results match the patient(s) history and physician(s) expectations. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed tsh results.